Event description:
Coiling treatment of a ruptured aneurysm. It was reported that post procedure, possible thrombus was noted in the proximal posterior cerebral arteries. No pt injury reported.

Manufacturer narrative:
The device will not be returned for eval as it was implanted in the pt.